Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they think the wires have moved and that they are in a lot of pain and the pain meds are not working as well. They also stated that it doesn't feel like they have a uti anymore or discharge.